Manufacturer narrative:
The failure investigation has been completed and the alleged touch screen issue was verified. Based on the analysis, the alleged wake button issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump fell and the touch screen was cracked and unresponsive. Reportedly, the pump was no longer functional. Additionally, it was reported that the wake button stopped working. Customer's blood glucose was in the 300 (mg/dl) range. Customer confirmed that an alternate method of insulin delivery was available.